Event description:
It was reported that the patient presented prior to a procedure. Upon interrogation, noise over-sensing was observed on the right ventricular (rv) lead. The rv lead was reprogrammed. The patient was in stable condition and will continue to be monitored.